Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to a component on the I/o pcb, back flex, lower aux, and processor pcb. At the customer's discretion the pump can be: returned inoperable as-is with our records indicating the pump was unrepairable, or retired/scrapped at our facility. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.